Event description:
A blood glucose test was performed in the morning with a result of 39mg/dl. The customer ate breakfast and tested again at lunch with a result of 69mg/dl. The customer took glucophage as normal. The customer began having slurred speech and couldn't focus, pt was taken to the hosp where a test was performed with a result of 17mg/dl. The customer was released that night from the hosp with a blood glucose of 72mg/dl. The customer tested at home at midnight and received a result of 69mg/dl. The customer went to sleep and at 7am the customers family member could not wake the customer up. An ambulance was called and paramedics tested the customer blood glucose and received a result of 44mg/dl. The customer was given some type of sugar and taken to the hosp where their glucose level was 17mg/dl. The customer was given and IV and food to eat.